Event description:
Reporter stated that they think the pt's device is not delivering insulin properly because pt had a blood glucose of 120 mg/dl and ate a high-carb snack, then 1.5 hours later their blood glucose was 113 mg/dl. Reporter said they were expecting the pt's blood glucose to be around 300mg/dl because the pt had forgot to bolus before eating their snack. Reporter is also concerned because device is making a "rattling" noise when the device generates a confirmation vibration. No error messages were generated by the device. No treatment was received.